Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose level was 23 mg/dl. Customer had treated with glucagon shot and food. Trouble shooting was declined. Customer alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.